Manufacturer narrative:
The device discarded and was not returned for analysis; therefore, a technical analysis could not be performed.

Event description:
It was reported that this implantable lead was an attempted implant due to a non-boston scientific catheter issue. A non-boston scientific catheter was used to cannulate coronary sinus, when the physician reported using too much force, which lead to vessel dissection. The physician suspects the lead to have pushed the catheter too far into the coronary sinus. The patient reported chest pain during the procedure and subsequent imaging revealed a small pericardial effusion. No additional intervention was required, and a new lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable lead was an attempted implant due to a non-boston scientific catheter issue. A non-boston scientific catheter was used to cannulate coronary sinus, when the physician reported using too much force, which lead to vessel dissection. The physician suspects the lead to have pushed the catheter too far into the coronary sinus. The patient reported chest pain during the procedure and subsequent imaging revealed a small pericardial effusion. No additional intervention was required, and a new lead was successfully placed. No additional adverse patient effects were reported.